Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 42 mg/dl earlier in the morning. Customer stated their low was from too much insulin. The customer was able to treat their blood glucose with food. The customer also reported receiving several sensor error alerts on the insulin pump. It was also found the customer had a bad sensor alerts and sensor end alerts. The customer stated the bad sensor alert occurred after two consecutive calibration error alerts. The customer also reported their current blood glucose was 298 mg/dl. The customer's sensors will be replaced. The customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.